Event description:
A therapeutic radiofrequency ablation (rfa) was performed on a pt with hepatocellular caroinoma (hcc). The rfa procedure was performed percutaneously on the pt's liver, at 96 level, posteroinferior segment. The liver was noted to be cirhotic. The ablation procedure took 13 mins. The highest achieved power during the procedure was 130w. The complainant confirmed the device was procedure was used a metal guide during the procedure. Under echo during the ablation the complainant reported observing an approx 1 cm size burn in the range of the ablation location at the liver. The procedure was successfully completed with this device. The pt's current condition is good.